Event description:
Report received from the USA stating that the neuro-tip was bent/broken on the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and the complaint of bent tip was confirmed. The pre-repair diagnostic assessment visual assessment confirmed that the neuro tip was broken and could not rotate; in addition, the cutter insertion test failed due to damaged bearings. If additional information is received, a supplemental MDR will be sent. (B)(4).